Event description:
Knee femoral component was revised due to development of large osteolytic lesion on the lateral right condyle and knee pain. The device is not available for evaluation. Note: a tibial insert and tibial tray were also removed. However, the need for revision surgery has been attributed and related to the femoral component.